Event description:
It was reported that sterile water could not be injected. According to the inquiry sheet attached, the pretest was not done and there was no problem observed in the catheter during inflation. There was no abnormality observed on the shaft of the catheter and the water was injected gently. Usually, balloon can be inflated within around 10 seconds. As per the additional information received on 26may2023, stated that the issue was the slow return of sterile water.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and the catheter rested with no leaks noted. The balloon passively deflated in 1 minute and 10 seconds with no cuffing or leaks noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be injected. According to the inquiry sheet attached, the pretest was not done and there was no problem observed in the catheter during inflation. There was no abnormality observed on the shaft of the catheter and the water was injected gently. Usually, balloon can be inflated within around 10 seconds. As per the additional information received on 26 may 2023, stated that the issue was the slow return of sterile water.